Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) in (B)(6) surgical. (B)(6) resident md; (B)(6) md; (B)(6) md. Operative report. Preoperative indication: post prostatectomy incontinence. Incisional hernia. Procedure: artificial urinary sphincter placement with 4.5-cm cuff and 61-70 cm of water balloon. (Dr. Ferlic). Laparoscopic incisional hernia repair (dr. Capital). Anesthesia: general endotracheal. Estimated blood loss: 30 ml. Drains: a 14-french two-way foley catheter with 10 ml in the balloon. Indication for procedure: (B)(6) had a prostatectomy done elsewhere in 2011. He had stress urinary incontinence after this. He had a low valsalva leak point pressure of 71 cm of water. For this reason, he was counseled on his different options and he chose to have an artificial urinary sphincter placement. He understood the risks, benefits, and alternative to this procure before going forward. Description of procedure: ¿the patient was brought back to or #4. After general anesthesia was induced, he was placed in dorsal lithotomy position. A 10-minute scrub was betadine was undertaken. After this, the patient was draped with blue towels stapled to the skin. A foley catheter was then inserted sterilely on the field using betadine on the foley catheter after it had been hubbed and retracted. An incision was then made in his perineum approximately 4 to 5 cm in length at the junction of the prostatic and the bulbar urethra. We could palpate the foley catheter through the skin to judge our distance. We then came down with cautery and dissected free the urethra with the bulbocavernosus muscle intact on top of this. Using scissors with one finger protect the urethra, we were able to develop the plane posterior to the urethra. The measuring device was then passed through this. His urethra measured 4.5 cm in circumference. The device was then prepared on the back table. While they were doing this, an incision was made in the right lower quadrant approximately 2 fingerbread ths above the pubic bone just off of midline. As we came down to the fascia, scooping the fat off, we cheated medially as a decussation of the rectus muscle with the obliques. A small incision in the fascia was made with the cautery. A council was then used to develop this space and with finger dissection we created a space underneath the muscle for the reservoir. The 61- to 70-cm of water balloon was then placed within this incision site, 24 ml of normal saline was placed within the balloon which had already been prepped to include any air bubbles. The shod was placed on this. We then backed it into our perineal incision. We passed our cuff around the urethra and secured it in place tucking the bag behind the cuff. The fascia at the abdominal incision was then closed in a continuous fashion with an #0 vicryl making sure not to hit the tubing while closed. After this, using finger dissection as well as the yankauer we tumbled from the abdominal incision down into the scrotum developing a space for our pump anterior an inferior to his testicles. Keeping the yankauer in place, we then used the tubing fastener going from our inferior perineal incision up back through our abdominal incision staying away from both the yankauer as well as from the patient¿s testicles and cord. With this completed, we placed the pump within the scrotum and a babcock on the skin to keep it dependent. We then attached our tubing. We connected the reservoir tubing with rings to the ring-to-tubing coming from the pump. This was connected with quick-connects right-angle connector. We then connected the clear tubing of the cuff to the clear tubing of the pump. This was connected with a straight connector. These were tugged on afterwards to make sure that they were well connected. After this, the tubing was buried using 3-0 vicryl on camper¿s fascia. The skin was then anesthetized and closed with a 4-0 vicryl. We went back down to our perineal incision. The muscle over the cuff was closed with a 2-0 vicryl. The same suture was used then to close the fibrofatty muscular layer. The incision was then closed with 3-0 superficially and then a 4-0 monocryl run subcutaneously on the skin. The incision was anesthetized before closing. Dermabond was then applied to both incisions. The patient was then handed over the general surgery team.¿ description of procedure: ¿indications, risks, complications of procedure were discussed with patient prior to admission. Consent was obtained. Patient was previously anesthetized undergoing and aus placement. Patient¿s abdomen was then prepped and draped in a sterile manner. After surgical pause ensured correct patient, correct surgery, and antibiotic, an incision was made in the left upper quadrant. A veress needle was then placed in the abdomen. Co2 insufflation was achieved. An optiview port was used to enter the abdomen. The abdomen was then visualized. There was noted to be a hernia in the midline previous incision. The abdominal cavity revealed no adhesions. There was evidence of previous surgery in the pelvis. Dr. Wolter was present at this time. There was no evidence of any metastatic disease. A 5-mm trocar was then placed under direct visualization in the left side of the abdomen times two. The hernia sac was then measured. It was noted to be approximately 4 cm circumferentially. A 14 x 14 gore-tex dualmesh was then fashioned. Four transfascial sutures were then placed in the mesh, and the mesh was placed in the abdomen after an additional 5-mm trocar was placed in the right side of the abdomen. This was then brought out through the anterior abdominal wall circumferentially times four. Endotak was used to secure the mesh in the anterior abdominal wall. Great care was taken not to injure the epigastric vessels. Once this was secured and visualized circumferentially, the 5-mm trocars were removed one by one. There was no evidence of bleeding, and co2 was released. All ports where [sic] then anesthetized with 0.25% marcaine. The transfascial sites were also anesthetized. There was noted to be a small hematoma externally on the right transfascial trocar. All ports were then dressed with dermabond. The patient tolerated the procedure well and went to recovery room in stable condition.¿ (B)(6) 2011: (B)(6) in (B)(6) surgical. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 8079449. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/8079449) was implanted during the procedure. (B)(6) 2013: (B)(6) hospital. (B)(6) cronin, md. Operative report. Surgeon: c(B)(6) md. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: repair of recurrent incisional hernia with mesh using unilateral component separation and removal of old gore-tex mesh. Anesthesia: general endotracheal. Indications: this patient is a 60-year-old man who had a robot prostatectomy several years ago. Unfortunately he developed a complete lack of continence. He went to the mayo clinic where he had an artificial sphincter implanted. It was recognized that time he also had an incisional hernia, and this was repaired laparoscopically with what appears to be gore-tex mesh. The patient has developed a very large defect above and to the left of the midline. The patient now presents for definitive management. Description of procedure: ¿the patient¿s abdomen was prepped and draped in the usual sterile fashion. We gave 1 gram of ancef intravenously. I made an incision so as to excise the old scar in the midline. We had given him 1-gram ancef intravenously. Came down through subcutaneous tissues. I could see that the fascia in the midline was completely attenuate and retracted back. There was quite a bit of scar tissue. I dissected down, and we clearly got to some gore-tex mesh. It clearly had separated on the left side. There was also place more inferiorly, and there was clearly a hernia up above the mesh. When it was clear that we going to at least have remove part of the mesh, I went ahead and excised this. There was quite a bit of omentum stuck to the mesh, and this was carefully taken down. Any small bleeders were clamped and ligated with w-0 silk ties. Next, I was hoping we could leave part of it in, but it was clear the mesh was somewhat tethered, and I was most concerned that he could develop an infection, so I went ahead and just excised this by removing the tacks and the mesh en bloc. It was fairly far over on the right side. Ultimately, after about 20 to 30 minutes, we had the mesh excised. I then spent another 20 minutes or so establishing hemostasis and making extensive fascial flaps with the bovie. Once we had cauterized all the perforators (I did try to preserve as many perforators as possible), we did go head and my plan is to close this primarily using a component separation. There really was not that much tension and a need for release it on the right side. We did this by cutting the external oblique aponeurosis out laterally from just below the subxiphoid area down to below the umbilicus extending out laterally. We then noted there was quite a bit of freeing there, and the fascia was easily going to come together with no tension. I went ahead and imbricated the fascia above and below the defect with approximately 15 interrupted #1 vicryl sutures. Once we did this, I went ahead and placed approximately 10 interrupted # prolene sutures. These were placed. We then carefully inspected the omentum. We irrigated with saline. There was really no evidence of any bleeding. We cauterized some of the subcutaneous tissues. I placed omentum over the defect. We then tied the sutures. I placed several #1 vicryl between the prolene sutures. We inspected, and there was a good closure. I then went ahead and took a 6 x 8 piece of mesh. We went ahead and basically used a whole lot piece of mesh. We sutured in with approximately 40 interrupted sutures. The mesh seated very well and was flat. I had to take out more on the right side because of component separation. We then injected about 40 cc of 0.5% marcaine. We spent another 5 to 10 minutes to established [sic] hemostasis with bovie. We irrigated with saline. I then placed a #15 round jackson-pratt drain over the mesh. We closed the subcutaneous tissues in 2 layers with 3-0 vicryl suture after taking down the umbilicus with 3-0 vicryl suture to the deep fascia and mesh. We then closed the subcutaneous tissue with 4-0 vicryl suture. Sterile dressing was applied. All counts were correct.¿ (B)(6) 2013:(B)(6) hospital. Implant record. Bard mesh. (B)(6) 2013:(B)(6) hospital. Dongsi, lu, md. Pathology report. Accession: 4-sc-13-0000638. Diagnosis, abdomen, repair: patchy fat necrosis. Mesh (gross only). Specimen received: a. Old abdomen mesh and abdomen tissue. Clinical information: recurrent abdominal incisional hernia. Operative procedure: repair incisional abdomen hernia repair with mesh. Gross description: received as "cross, old abdomen mesh and abdominal tissue" are multiple pieces of soft tissue along with some embedded mesh-like material and surgical staples, measuring 15 cm in maximum dimension. There is some included skin. No nodular or indurated areas are identified. Labeled al. (Jar 2). Microscopic description: microscopic examination substantiates the above diagnosis. Records span (B)(6) 2011 to (B)(6) 2013 it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect ; h6: updated investigation finding . H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, lack of incorporation, tethered mesh, hernia recurrence and removal of mesh. Additional event specific information was not provided.